Manufacturer narrative:
The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device was failing the defibrillator test. There was no patient involvement.